Manufacturer narrative:
Operator of device is unknown, no information provided to date. UDI number is unknown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an intermittent alarm and leak. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. One device was received for investigation. Upon visual inspection a cracked tank cover, broken light-emitting diodes (led's), and bent micro switch were noted. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch to perform functional tests. When a temp check or disposable is attached sometimes the device runs and sometimes it alarms. These results confirm the customer complaint. A damaged micro switch was listed as the cause of the issue. A root cause could not be identified. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history review was not performed. Service history review identified this device has not been in for service previously.